Event description:
Additional information received reported the device manufacturer representative was unable to determine the pain pump patient who recently ended up in the ICU. This was due to the lack of information known and because of the varying shifts of the nurses in the ICU. No further information would be able to be obtained. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: neu_ptm_prog, product type: programmer. Patient product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported the patient was in the hospital intensive care unit. The hcp did not know the patient was giving herself boluses and the patient was sleepy. The patient had a pump refill on (B)(6) 2013. The pump was delivering hydromorphone.